Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the high-definition camera head's "image is working but when you move the cable the image disappears". There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center where the customer's allegation was confirmed. Due to disconnection in cable unit, the endoscopic image cannot be displayed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of cable unit, water tightness was lost, due to dirt on locking lever, the locking ring knob or the endoscope mount lock of coupler does not move smoothly, and found dirt on the head unit. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high-definition camera head's "image is working but when you move the cable the image disappears". There were no reports of patient harm.